Event description:
At 3:30pm, pt complained of inability to breathe and could not exhale. Minute volume dial on the vent was elevated. Vent alarm did not sound. New filter was put on ventilator. At 4:30pm, pt again complained of inability to breathe or exhale. Minute volume on ventilator was increased. Alarm did not sound. Filter was at expiratory valve in both instances. Pt was ambued with relief of symptoms once filter was changed. Filters were not blocked but did show some increased resistance when air was passed through it as a test. Filters were also wet on the ventilator side. Pt had last received albuterol at 12 noon via nebulizer. Question whether albuterol neb created a "foaming action" and interfered with the functioning of the ventilator circuit.